Event description:
It was reported that the patient experienced a aseptic loosening of the right tibial tray at the cement to implant interface, resulting in pain and necessitating revision surgery with explantation of the device. The cement used was not manufactured by depuy synthes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: 1. Please confirm the manufacturer for the cement product and also for the quantity used. Hug are palacos users. 2. Is there any allegation against attune ps fb insrt sz 4 8mm and attune ps fem rt sz 4 cem? No allégations against the pe or the fémoral implant. (B)(6)created

Manufacturer narrative:
Product complaint #(B)(4) investigation summary ==> no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5

Manufacturer narrative:
Corrected information: follow up 2 of (B)(4) was not reported late. The g3. Date received by manufacturer was incorrectly reported within (B)(6) 2026 of (B)(4). The correct date is (B)(6) 2026, which makes the report submission due date to be (B)(6) 2026.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d10 (concomitant).